Event description:
One hour and forty five minutes into an uneventful hemodialysis treatment, this pt experienced a cardiac arrest. CPR was initiated and the pt was transported to the hosp where he expired. The pt dialyzed on a potassium free bath. His potassium on 315 was 6.0. The dialysis machine was removed from use and inspected by the svc tech.